Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 months since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified, nor could the phenomenon by confirmed/reproduced. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. The unit was received and tested, and the image was present without fault. The video connector was found in good condition. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that her olympus video system center was displaying an intermittent image during procedure preparation. There was no patient harm reported from this event.